Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer sst blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.